Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported seeing a power on reset (por) message. The therapy had stopped due to por. The patient reported that she was out of town, came home and charged her implant then when she tried to use her patient programmer (pp) she was seeing the por message. The por reported was an informational por. The patient was assisted in clearing the por with the pp and reported that it was successful. Troubleshooting resolved the issue. The patient was assisted in turning stimulation back on. No further complications were reported.